Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room by paramedics, and was subsequently, admitted to the intensive care unit due to a blood glucose level that ranged from 360-361 mg/dl and high ketones. The customer experienced nausea, vomiting and shortness of breath. Prior to being hospitalized, the customer delivered a correction bolus in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the hospital, and was released from the hospital on 2022-12-18 with no permanent damage. The cause of the reported issue was unknown. Customer revert to an alternate method of insulin therapy.